Event description:
Manufacturer follow-up with the site revealed the vns wand battery was depleted, which was the cause of the computer appearing not to charge properly. After the wand battery was replaced, the computer performed as intended. The vns computer and flashcard were returned for analysis on (B)(6) 2011. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis

Event description:
Reporter indicated a vns dell x5 handheld computer was not charging properly. Attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.